Event description:
The patient was implanted with an scs trial system on (B)(6) 2010. It was reported that two days later she developed a migraine headache for which emergency room medical treatment was needed. The physician explanted the patient's trial leads on (B)(6) 2010; however, the headache continued. A blood patch was subsequently performed. According to the physician, the patient appeared to have no sign of infection. The trial leads were discarded and the lot number(s) is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevance of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.